Manufacturer narrative:
A siemens field support engineer (fse) was dispatched to the customer site. The fse discovered that other assays run on the system also had high adjustment slopes and the substrate counts were lower. The fse proactively replaced the photo multiplier tube on the immulite 1000 instrument. The ipth slope adjustment and the high and low adjustors were then run and were within acceptable specifications. The cause of the high slopes observed with the turbo ipth reagent is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer observed high calibration slopes when running the turbo intact parathyroid hormone (ipth) assay on an immulite 1000 instrument. The slope adjustment was repeated with a new kit of reagent and the slope adjustment was not within specifications. The customer was unable to obtain an acceptable slope adjustment of <1.8. Surgeries were cancelled/delayed due to the high slopes observed with the turbo ipth assay. No patient samples were run. There were no known reports of patient intervention or adverse health consequences due to the high slopes observed with the turbo ipth assay.